Event description:
User died on 4/24/95 while handling a defibrillator at medical center. The exact cause of death is currently under investigation. Defibrillator taken out of service. Unit safety tested 4/25/95. Unit performed in accordance with MFR's sepcifications. All other defibrillators at medical center safety tested by medical repair division personnel 4/24/95. All units performed in accordance with MFR's specifications.